Manufacturer narrative:
The publication was discovered by abiomed medical affairs. Without product, data logs, or further patient specific clinical case reports the root cause of the thrombosis can not be discovered. No analysis is possible. The failure mode will be monitored and trended.

Event description:
A single-center publication was discovered that pertained to impella use from april 2015 to april 2018. In the publication there were 13 impella patients in which there was thrombosis at the axillary artery access. The impella pumps were both the cp and 5.0 pumps, the 5.0 was used in 2 case supports and 11 were the cp. The publication stated that 4 received thrombectomy and/or balloon angioplasty. The remaining 9 received solely medical management with heparin infusion.